Manufacturer narrative:
Patient exact weight is reported as (B)(6). Additional product codes for this report include hwc. The original implant procedure occurred in (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: october 7, 2014 - expiry date: august 31, 2023 there were no issues or non-conformances reported during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015 to remove a helical blade due to non-healing and pain. The blade, which was originally implanted on an unknown date in (B)(6) 2015, had penetrated through the femoral head into the joint space during healing. During guided collapse, the blade did not glide, which resulted in penetration. The blade was replaced during the revision procedure with a shorter implant. This report is 1 of 1 for (B)(4).